Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to oversensed noise. There were no reports of inappropriate therapy. A transvenous system was implanted as the physician felt the patient could be successfully converted with anti-tachycardia pacing (atp) therapy. No additional adverse patient effects were reported.